Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had surgery on (B)(6) 2017, the patient had dislocated on the following day. Dr. (B)(6) tried to close reduce the patient, was able to relocate. He noticed the hip would dislocate again if left alone. Dr. (B)(6) decided he wanted to go with a larger socket and larger head for the patient.